Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35263338 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the wire of the angioguard rx 6.00mm 180 became separated and with kinks during the preparation. This prevented the filter from closing. A new angioguard (same size) was used to complete the case. There was no reported injury to the patient. The product was stored and handled per the IFU. The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. There was no difficulty encountered when flushing the filter introducer and deployment sheath. The capture sheath coil dispenser was flushed according to the IFU. Saline was not noted to be within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. There was no difficulty encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The intended lesion was in the external carotid. The device will be returned for evaluation.

Manufacturer narrative:
The wire of the angioguard rx 6.00mm 180 became separated and with kinks during the preparation. This prevented the filter from closing. A new angioguard (same size) was used to complete the case. The product was stored and handled per the IFU. The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. There was no difficulty encountered when flushing the filter introducer and deployment sheath. The capture sheath coil dispenser was flushed according to the IFU. Saline was not noted to be within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. There was no difficulty encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The intended lesion was in the external carotid. There was no reported injury to the patient. The device was not returned for analysis. A product history record (phr) review of lot 35263338 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿ecgw (embolic capture guidewire) ~kinked/bent - during prep¿ and ¿ecgw (embolic capture guidewire)~ fractured/separated - during prep¿ were not confirmed. Procedural and or handling factors such as the user¿s interaction with the device during device preparation may have led to the reported event. According to the instructions for use (IFU), ¿during shipping the deployment sheath tip may become disengaged from the filter basket introducer. Verify deployment sheath tip is engaged. If not, engage manually by inserting deployment sheath tip into filter basket introducer. Fill a 10-ml luer lock syringe with sterile saline and purge all air from syringe. Attach syringe to luer lock hub on the end of the filter basket introducer. Inject 10 ml of saline to purge all air from the deployment sheath and filter basket (ensure distal tip of the deployment sheath is engaged with the filter basket introducer tip prior to purging the system). You may see saline dripping along the length of the deployment sheath. Flushing is complete when saline is seen within coil dispenser at the green deployment sheath hub. Disconnect syringe. Remove the two anti-migration clips closest to torque device and pull to ensure torque device is securely attached to guidewire. Gripping the torque device in one hand and the coil dispenser in the other, pull on the wire until the basket is completely docked into the tip of the deployment sheath. When completely docked, approximately half the filter basket will still be visible out the end of the deployment sheath. Remove the last anti-migration clip. Open the torque device. Gripping the torque device in one hand and the proximal end of the guidewire in the other, pull the wire through the torque device until the proximal end of the deployment sheath hub engages the torque nut. Lock the torque device onto the guidewire; ensure the deployment sheath hub remains engaged with the torque nut. Pull the wire and deployment sheath out of dispenser coil. The deployment sheath is now prepped and ready for use. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the wire of the angioguard rx 6.00mm 180 became separated and with kinks during the preparation. This prevented the filter from closing. A new angioguard (same size) was used to complete the case. There was no reported injury to the patient. The product was stored and handled per the IFU. The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. There was no difficulty encountered when flushing the filter introducer and deployment sheath. The capture sheath coil dispenser was flushed according to the IFU. Saline was not noted to be within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. There was no difficulty encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The intended lesion was in the external carotid. The device will not be returned for evaluation as multiple attempts were made without success.

Event description:
As reported, the wire of the angioguard rx 6.00mm 180 became separated and with kinks during the preparation. This prevented the filter from closing. A new angioguard (same size) was used to complete the case. There was no reported injury to the patient. The product was stored and handled per the IFU. The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. There was no difficulty encountered when flushing the filter introducer and deployment sheath. The capture sheath coil dispenser was flushed according to the IFU. Saline was not noted to be within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. There was no difficulty encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The intended lesion was in the external carotid. The device was returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The wire of the angioguard rx 6.00mm 180 became separated and with kinks during the preparation. This prevented the filter from closing. A new angioguard (same size) was used to complete the case. There was no reported injury to the patient. The product was stored and handled per the IFU (instructions for use). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. There was no difficulty encountered when flushing the filter introducer and deployment sheath. The capture sheath coil dispenser was flushed according to the IFU. Saline was not noted to be within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. There was no difficulty encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The intended lesion was in the external carotid. The product was returned for analysis. One non-sterile angioguard rx 6.00mm 180cm unit was received coiled for analysis inside a plastic bag. Per visual analysis, the delivery sheath and the capture sheath were returned for evaluation. A damaged/unzipped condition was noted on the delivery sheath located approximately at 31.8 cm from distal tip. No other anomalies such as kinks/bends, nor fractures or separations were observed on the components during the analysis. A product history record (phr) review of lot 35263338 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ecgw (embolic capture guidewire) - kinked/bent - during prep¿ and "ecgw (embolic capture guidewire) - fractured/separated¿ were not confirmed through analysis of the returned device. The exact cause of the reported events could not be determined during analysis. Based on the information available for review, procedural and/or handling factors may have contributed to the event. This may be evidenced by a damaged/unzipped condition noted on the delivery sheath located approximately at 31.8 cm from distal tip during analysis. According to the instructions for use, which are not intended as a mitigation of risk, ¿prior to the interventional procedure, all equipment and packaging, including the angioguard® rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the wire of the angioguard rx 6.00mm 180 became separated and with kinks during the preparation. This prevented the filter from closing. A new angioguard (same size) was used to complete the case. There was no reported injury to the patient. The product was stored and handled per the IFU. The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. There was no difficulty encountered when flushing the filter introducer and deployment sheath. The capture sheath coil dispenser was flushed according to the IFU. Saline was not noted to be within the coil dispenser at the green deployment sheath hub. The torque device was locked onto the guidewire. There was no difficulty encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was not in contact with the torque nut prior to removing the device from the coil dispenser. The intended lesion was in the external carotid. The device was returned for evaluation.